Event description:
We were advised of product recall via amazon but the company recall site link is not recognizing our amazon order number but there was in fact a recall. : https://www.FDA.gov/safety/recalls-market-withdrawals-safety-alerts/whele-llc-announces-national-voluntary-recall-mighty-bliss-electric-heating-pad-due-product-safety. FDA safety report ID #(B)(4).